Manufacturer narrative:
The device was returned undeployed. The data obtained from the device shows the device delivered 20 first prime pulses and was deactivated at 30 pulses. Rotational sensor errors were observed in the data set. During the investigation, the device suffered a communication error which prevented the device from pairing with the master pdm. The device could not be rerun to see if the rotational sensor errors would replicate. Contamination was observed on the commutator cap. It could not be determined if the observed contamination contributed to the rotational sensor errors.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the cannula was not visible; indicating the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.